Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reconnected ferrite cable into power supply connector for error 571.6241. Replaced broken front case and right iui. Replaced contaminated left iui. A review of the device history record showed the device had a manufacture date of 02/14/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to loose cable causing error 571.6241. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 02/14/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.